Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
During review of programming and diagnostic history, it was observed that a flash memory read error occurred on (B)(6) 2011 that caused an incorrect calculation of the end of service (eos) projection. The issue did not reoccur and subsequent interrogations on (B)(6) 2011 showed correct eos projections. No patient adverse events were reported.